Event description:
During a primary left tka, plastic from the trial was scraping off during trialing. The scrapings were retrieved. A backup trial was available and used to complete the trialing successfully.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event was confirmed. Chipping was observed on the distal rails of the triathlon cs insert trial. Scratches and indentations were observed on the articulating surface, underside, and distal rails. Conclusions: the reported event was confirmed. Chipping was observed on the distal rails of the triathlon cs insert trial. Scratches and indentations were observed on the articulating surface, underside, and distal rails. Some of the damage was likely due to normal wear and tear. The scratches/gouges observed on the device were likely a result of user misuse.

Event description:
During a primary left tka, plastic from the trial was scraping off during trialing. The scrapings were retrieved. A backup trial was available and used to complete the trialing successfully.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.